Event description:
It was reported by a physician there was a rf head issue. The medtronic representative could not reproduce a problem. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf head cable was found out of electrical specification. (B)(4) the ECG connector was loose.